Manufacturer narrative:
This ipg serial number was included in a field advisory. Recall numbers: 1627487-12192011-003-r, 1627487-12192012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was experiencing discomfort at the scs ipg site. The physician elected the relocate the ipg pocket to resolve the issue. During the procedure, the physician unscrewed the set screw from contacts 9-16 too far and was subsequently unable to reconnect the lead. The ipg was then explanted, replaced and relocated which resolved the reported issue.